Event description:
IV 3000 not showing to be waterproof. Water seeped under dressing while showering and insulin pump was damaged (happened twice). The skin was prepared by washing with a alcohol swab, dried and then infusion set was used. The dressing came completely off.

Manufacturer narrative:
Samples were received and forwarded to the UK manufacturing site for investigation in 2008. Investigation results will be submitted in a supplemental report.